Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported to the hospital by ambulance due to possible diabetic ketoacidosis and blood glucose level over 400 mg/dl. Reportedly, the pump reset unexpectedly and "something happened" to the customer's settings when the pump turned back on. No additional information was provided by the contact. Multiple follow up attempts were made to gather additional information and to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.